Event description:
It was reported that a malfunction occurred on the pump, specifically displaying malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, provided pump reset information, and advised them to load a new cartridge independently. The customer was instructed to continue using the pump and to call back if the malfunction code recurs, which they acknowledged and understood.